Manufacturer narrative:
(B)(4). The event is currently under investigation. More info will be provided upon conclusion.

Event description:
During an evar procedure on a male pt, the physician attempted to recover the top cap of the cook main body endovascular graft by pushing the gray positioner up. They had some issue passing the graft through at the level of the flow divider. The physician was not able to advance the gray positioner. They therefore attempted to pull back the top cap to meet the gray positioner inside the graft, but when it was at 1 cm from the gray positioner it stopped (it was stuck) and the physician was not able to remove it. Pushing and pulling were attempted to advance the sheath to support the system and something unlocked. The top cap met the gray positioner and everything was removed. After the unlock, the physician noticed something metallic (like a wire) at the level where gray positioner and top cap were stuck what looked like an infolded stent. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The information available in the complaint file, the device instructions for use (IFU), product examination, review of lot records, and complaint history were reviewed as part of the investigation. This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the user each device is sent with an IFU, which describes the indications for use, warnings, precautions, and the proper deployment sequence. Specific to this case, the IFU states. 'Do not continue advancing any portion of the delivery system if resistance is felt during advancement of the wire guide or delivery system. Stop and assess the cause of the resistance; vessel or catheter damage may occur. Exercise particular care in areas of stenosis, intravascular thrombosis or in calcified or tortuous vessels." "1 1 1 10 docking of top cap 1 loosen the pin vise (fig 22) secure sheath and inner cannula to avoid any movement of these components. Advance the gray positioner over the inner cannula until it docks with the top cap. (Figs 23, 24 and 25) note: if resistance occurs, slightly rotate gray positioner and continue to gently advance. Retighten the pin vise and withdraw the entire top cap and gray positioner through the graft and through the sheath by pulling on the inner cannula. Leave the sheath and wire guide in place." The returned device was examined and the following was noted during the course of the investigation. The delivery system, including inner cannula, were noted to contain a curve on the clinically proximal end. The pin vise was loosened and the inner cannula was advanced with little difficulty. The tip of the gray positioned was cleaned with alcohol and deformation to the tip was noted. The deformation had the appearance of possibly being caused by catching on an "apice" of the a sealing stent. The top cap was examined under magnification, no significant observations regarding the condition of the top cap was noted. Product lot records were reviewed for this device, no notable observations were made in regards to product quality. There is no evidence to suggest that the device was not manufactured to specification. It is feasible that the cause of this failure mode was that the I d. Of the tip of the gray positioner became caught on a seal stent during the top cap docking sequence, however, without additional information a definitive root cause can not be determined or reported at this time. This case will be reported to have resulted in low impact to the patient. Cook will continue to monitor for similar complaints and notify the appropriate internal personnel.